Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Three (3) days post-procedure (pod03, the patient presented to the emergency department (ed) and was admitted for clot retention and hematuria which was managed with continuous bladder irrigation (cbi). The patient passed trial of void (tov) one (1) day after admission. Eight (8) days post-procedure (pod08), the patient presented to the ed with a urinary retention which was managed with foley catheter placement. 11 days post-procedure, the patient was admitted for pseudoaneurysm which was managed with a transfusion of two (2) units of packed red blood cells (prbc) and interventional radiology (ir) embolization. The patient was discharged after three (3) days in the hospital. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 4, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and three (3) days post-procedure (pod03) ed presentation and admission for clot retention and hematuria. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of clot retention. Patient code e0506 captures the reportable event of hemorrhage. Patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of hematuria. Patient code e0513 captures the reportable event of pseudoaneurysm. Impact code f08 captures the reportable event of hospital admissions. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of blood transfusion.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a left percutaneous nephrolithotomy (l pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Three (3) days post-procedure (pod03, the patient presented to the emergency department (ed) and was admitted for clot retention and hematuria which was managed with continuous bladder irrigation (cbi). The patient passed trial of void (tov) one (1) day after admission. Eight (8) days post-procedure (pod08), the patient presented to the ed with a urinary retention which was managed with foley catheter placement. 11 days post-procedure, the patient was admitted for pseudoaneurysm which was managed with a transfusion of two (2) units of packed red blood cells (prbc) and interventional radiology (ir) embolization. The patient was discharged after three (3) days in the hospital. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and three (3) days post-procedure (pod03) ed presentation and admission for clot retention and hematuria. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable event of hemorrhage. Patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of hematuria. Patient code e0513 captures the reportable event of pseudoaneurysm. Impact code f08 captures the reportable event of hospital admissions. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of blood transfusion.